Event description:
It was a reported that a edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 9 years for severe aortic stenosis. It was also noted the patient presented a 8mm gradient, 50% ejection fraction, 2+ aortic insufficiency. The operative findings indicated, "the valve was inspected. All three leaflets were intact but severely calcified and essentially had no mobility."

Manufacturer narrative:
Method = x-ray. As received, the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins calcification was minimal to moderate at the commissures. Calcification restricted mobility in the leaflets and led to stenosis. The x-ray also demonstrated calcification. As received leaflets 1 and 2 were dropped relative to leaflet 3. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. The evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis, in addition to moderate host tissue (pannus) overgrowth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthctic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review will be provided once completed.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency related to this event.